Manufacturer narrative:
This event occurred in (B)(6). Occupation is lay user/patient. The patient's test strips were provided for an investigation. The appearance of the returned test strips and test strip vial showed no defects. The returned test strips were measured on reference meters with a high-level control sample: measurement 1: 2.9 inr, measurement 2: 2.8 inr, measurement 3: 2.8 inr. All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods." Routine retention testing was performed. Test strip retention samples passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined. Unique device identifier (UDI) (B)(4).

Event description:
There was an allegation of questionable inr results with a coaguchek xs meter serial number (B)(4) compared to an unknown laboratory methodology. The patient's meter inr result was 2.5 inr. Within one hour, the patient's laboratory inr result was 2.0 inr. The patient's therapeutic range is "2.5 inr- 2.5 inr."